Event description:
Pt undergoing arthroscopic surgery to right knee. Disposable handpiece to the laser has a piece of fiber exposed in the tip and this piece of fiber came off and went into pt's knee; unable to find.